Event description:
It was reported that stent occlusion occurred. On an unspecified date, an unknown boston scientific stent was implanted in the femoral artery. However, the patient was admitted to the hospital for two days due to stent occlusion and was released thereafter. During hospitalization, the patient underwent a procedure to clear the blockage; however, it was unsuccessful because the wire could not be advanced into the stent. As a result, the patient was scheduled for a more extensive intervention like arterial bypass procedure or similar to address the issue.

Manufacturer narrative:
B3 - date of event: used 03/30/2026 as the it was reported that the event was 2 days from the aware date. Detailed product information was not provided to bsc. We could not obtain the information, as this was reported by the patient and no sales representatives were available at the facility. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. Additionally, detailed initial reporter and additional event details were not provided to bsc. If additional details become available, a supplemental report will be submitted.